Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.